Manufacturer narrative:
Device passed displacement test and self test. All buttons functioned properly. No damage noted to keypad assembly, and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received button error and customer had to press multiple times. Insulin pump received low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.